Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. Device evaluation by manufacturer: on (B)(6) 2018, field service engineer (fse) was dispatched to the customer's facility to address the reported event. Fse confirmed the bound free errors 2236 b/f probe 2 suction failures and 2231 b/f overflow sensor 1 failure. Fse found wet paper debris in the well of wash probe 2 as the cause of error 2236. Fse replaced wash probe 1, checked probe 1 sensitivity, and adjusted z-axis for wash position. Fse also verified proper operation of the wash probe by performing multiple wash primes without any errors. Fse then performed substrate background check successfully. Fse advised customer to recalibrate all assays. The customer ran quality controls (qc) and the results were within acceptable range. The aia-900 instrument is operating as intended, the errors cleared. No further action required from field service. A 13-month complaint history review and service history review for similar complaints was performed for serial (B)(4) from 13-feb-2017 through aware date (B)(6) 2018. There were no similar complaints identified during the searched period. The aia-900 operator's manual under section 12 - flags and errors, indicates that message 2236 b/f (bound/free) probe 2 suction failure. The error message is generated when the overflow sensor 2 s133 detected liquid after a washer suction operation. A wu flag will be attached to the measurement result. The solution for the customer is to clean the wash probe 2, check s133, the waste liquid solenoid valve sv171, the waste liquid tube, and the liquid pump lp173. Message 2231 is b/f (bound/free) overflow sensor 1 failure. The error message is generated when the overflow sensor 1 s132 is detecting liquid constantly. The solution for the customer is to contact the tosoh local representatives. Check s132. The most probable cause of the reported issue was due to paper debris in probe wash well and defective probe 1.

Event description:
On (B)(6) 2018, a customer reported getting error 2236 b/f (bound/free) probe 2 suction failure on the aia-900 instrument. Customer is unable to run estradiol (e2) patient samples. Field service engineer (fse) was dispatched to address the reported event, which resulted in delay in reporting of patient results for e2. There was no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.

Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. Submission of this report does not constitute an admission that the importer or manufacturer's product caused or contributed to the event. Approximate age of device: 4 years.

Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. Submission of this report does not constitute an admission that the importer or manufacturer's product caused or contributed to the event. Approximate age of device: 4 years.